Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The lot number was unknown. Therefore, the expiration date and device manufacture date were unknown. Without a lot number the device history records review could not be completed. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported on (B)(6) 2022 that a patient had a history of ewing sarcoma of the right femur. There was approximate 20cm bone defect from a non-union after resection of the sarcoma. The broken plate and all screws and approximated 20cm cement spacer were removed. The femur was reamed with a 11mm ria2 head and finished reaming with a 11.5mm standard reamer and also inserted a 10mm ti cann frn/gt 340mm right femoral nail. The nail locked proximally with 2 each recon screws and distally with 2 each 5.0 locking screws. The plate was originally implanted about 6 weeks ago and broke while the patient was transferring to a chair. The procedure and patient outcome were unknown. No additional information was provided. This report is for one (1) pediatric lcp hip pl 5.0/130/9 holes this complaint involves one(1) device.